Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
The consumer called in because they weren't feeling stimulation. The patient wanted a simple explanation of how to turn stimulation on. The patient stated during programming they were feeling stimulation in their ribs / "vibrating in their ribs.¿ it was reported that the patient's stimulation was on but turned down to 0 volts. The patient increased stimulation to 5.0 volts. The patient reported feeling stimulation in the desired area/lower body. It was reported that the patient did not receive any training on how to use their patient programmer. The patient stated that they read the book and marked things but "it's too much and very difficult." The patient stated all of this spinal cord stimulation (scs) system was depressing them and was too much for them. The consumer reported an overstimulation sensation that caused pain in their ribs. The patient was scared the implant would explode. The rechargeable de vice was too much and the patient does not know how to work the device. It was reported the recharger was full on friday and they only used it once. Patient stated they were very scared of the machine so they turn it off. The patient stated the recharger said the implantable neurostimulator (ins) was full and the recharger said its half. It was reviewed that the full on the recharger was probably referring to the recharger. The manufacturer representative (rep) reported charging more than expected. Reviewed that recharging frequency was based on parameters and use of the ins. Calculated estimated recharge interval on longevity calculator. While stimulation was turned on, uncomfortable stimulation during positional changes was reported. The patient had not yet had adaptive stimulation activated, which the rep believes would help with the uncomfortable stimulation during positional changes. The rep will be meeting with the patient to address both the recharging and uncomfortable stimulation issues. It was later reported that the patient was still having concerns regarding their device or therapy but they were working their doctor or manufacturer representative. Stimulation in an undesired location was reported by the patient. When stimulation was off, they were feeling stimulation come on by itself and go into their rib cage area. The patient noticed the undesired stimulation when they were laying in their bed and when they turn over. It was reported to be occurring intermittently and was considered to be sudden. The patient reported that they will see their physician. Relevant medical history includes non-malignant pain. No outcome or intervention was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.